Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 after experiencing connection issues and delays between their omnipod 5 controller/personal diabetes manager, pod and dexcom g6 sensor for a week prior. The patient reported that the controller tended to go into automated limited mode during this time. The patient's blood glucose levels reached 600 mg/dl while wearing the pod an unspecified duration. Symptoms reported included having trouble breathing, vomiting and increased urinary frequency. The patient was treated with insulin, unspecified analgesia and anti-emetic medication, potassium, and fluids. The patient was still hospitalised at the time of this report.dexcom informed 03-mar-2026.